Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 300 mg/dl. The current blood glucose was 315 mg/dl. Customer treated for high blood glucose with syringes. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The blood glucose have been 300-400 mg/dl for 24 hours. The drive support cap appears normal. Run manual prime and fill tubing with current set and insulin exited at the quick set release. Assisted with performing the high pressure test and result was passed. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.